Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: evaluation revealed that the battery compartment was cracked at the threads. There was evidence of moisture contamination inside battery compartment. The battery cap was not returned with the pump; all tests performed with a test battery cap. A pump case crack was observed below ok key. A leak test was performed and showed a leak at the crack in the battery compartment. The pump case was removed and evidence of moisture contamination was found on the internal components of the pump. Evaluation also revealed a hole in the audio bolus button cover. Additional testing could not be preformed due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a cracked pump case and cracked battery compartment with visible moisture in the compartment and internal pump components. The pump wasfound to be leaking at the battery compartment crack. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.